Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient has nerve root irritation after a permanent implant and needed a walker. Follow-up information indicated that patient healed without any intervention and issue has resolved.